Manufacturer narrative:
Separation of device. Introducer was not returned; left in patient.

Manufacturer narrative:
Device evaluation: the endoplege catheter was returned and evaluated. The defect reported by the customer was confirmed. The shaft of the catheter had separated at the junction of the strain relief. The contamination guard was cut off and strain relief removed by manufacturer to aid in the inspection process. The sheath introducer (introcsc) used with the ep was not sent back hence an evaluation could not be performed on the introducer. A device history record review was completed and this device met all specifications upon distribution. It is unknown what force was applied to pull the cannula out of the introducer after use. A manufacturing nonconformance cannot be confirmed and the root cause of the reported issue cannot be determined. The process and risk control measures for the endoplege are still appropriate. The root cause could not be determined and quality data reviews of the ep catheter do not indicate a quality threshold has been exceeded therefore a CAPA will not be initiated. The information will be included in trending and future CAPA determinations.

Event description:
It was reported that during a case the endoplege catheter broke into 2 pieces as the anesthesiologist (dr. (B)(6)) removed it from the patient after the case. The broken piece was protruding from the introducer so the anesthesiologist tugged on it and pulled it out. Patient was unharmed and product used throughout the entire case.